Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient underwent revision surgery to replaced both stimulation leads due to all electrodes were out of range/ high impedances. The procedure was successful with no report of patient harm or injury.

Event description:
It was reported that the patient underwent revision surgery to replaced both stimulation leads due to all electrodes were out of range/ high impedances. The procedure was successful with no report of patient harm or injury.

Manufacturer narrative:
Mml reference # (B)(4). 4/26/2023: updated section h6 - device analysis. Additional information was received stating that the patient started having issues with the stimulation on 11/28/2022. An x-ray was taken and revealed no lead migration noted. However, two electrodes on the right side were out of range. The mainstay medical representative reprogrammed the device, and the patient reported feeling good contractions. The patient underwent scheduled revision surgery on 2/23/2023. The impedances were checked before the revision surgery, and both leads had high impedances. Therefore, both leads were replaced. The lead assemblies were returned for analysis, and the reported condition was confirmed. The analysis confirmed that lead conductor fractures were the cause of the high impedance conditions observed in both percutaneous stimulation leads.